Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative analysis of water quality. The customer was notified of the potential contamination, recommendation, and provided pricing for hpc test kits via email on (B)(6) 2023. As of the date of this report, there has been no response to the recommendation.

Event description:
Upon inspection of the internal components/tank, our technician identified potential contamination with unit 10160587 and notified the customer. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.